Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing lead impedance of greater than 2,500 ohms which triggered the lead safety switch along with loss of capture at maximum device outputs. Radioscopy was performed and boston scientific technical services (ts) suspected a lead fracture. X-ray images appeared to have a slight separation in the lead conductor. The patient will visit for follow-up in over a period of time. The physician decided not to perform a reintervention at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.